Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken/opening device on posterior side assessed, as fold flaw opening. And one opening in anterior side assessed, as surgical damage. Additional observations: creases are observed, wear abrasion is observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, rupture. Device has been explanted. This relates to the left side.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted and replaced with non-allergan device.